Event description:
The pt had a successful neurostimulation trial. Once the implantable neurostimulator was placed, it 'stopped working'. The lead was removed. There was no pt injury associated with the event. The neurosurgeon suspected the problem may be related more to the psychological profile of the pt than to the neurostimulation system, but also wondered whether the distortion of the electrode from the pt's pre-existing scoliosis may have damaged it. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.